Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qhmdjr / j566g, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the event day and procedure date? Do not have specifics on day and procedure date because it happened multiple times before made aware of the situation; and it was not reported to the surgical team lead there was an issue until after multiple incidences. Could you please confirm how many devices present the issue (pull off suture needle intra-op). T was reported that approximately 6 devices were an issue. Could you please confirm how many devices present the issue (fraying suture intra-op)? It was reported that approximately 6 devices were an issue. Note: events reported via mw# 2210968-2020-09790, 2210968-2020-09791, 2210968-2020-09792, 2210968-2020-09793, 2210968-2020-09794. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent pediatric urology procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture and the suture was fraying. A new suture from a different lot was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020   h3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports mw# mw# 2210968-2020-09790, mw# 2210968-2020-09791, mw# 2210968-2020-09792, mw# 2210968-2020-09793, and mw# 2210968-2020-09794. Analysis results have been included in follow-up reports for each. An opened box with unopened samples of product was received for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, fraying or damages were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.